Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a miscarriage and patient is wondering if it could have been related to the use of the device while being pregnant. Patient states she did not turn off stim during pregnancy. The patient states the doctor told her to call the manufacturer because of no testing to determine if device would be related to miscarriage. Patient services reviewed that implant use during pregnancy has not been tested, there are no guidelines and safety has not been established. It was recommended that the doctor call the manufacturer¿s medical safety department and they may be able to locate some research articles for the doctor. The patient also asked if she should be adjusting stim up and down and states her implant is for bladder pain. Patient states she has it set on program 1 at 5.5 volts which is comfortable for about 2 to 2.5 weeks. Patient states she has "bladder flare ups" such as during her period or during ovulation. Patient states that during this time she bumps up the therapy and it takes care of the pain then when the flare up decreases she decreases the stim back to 5.5 v. Patient services reviewed that if patient was implanted for pain they will need to follow up with their doctor for guidelines as the indication for therapy use is treatment of urinary or fecal symptoms. Additional information was received from the patient¿s obstetrician¿s office on (B)(6) 2018: the obstetrician¿s nurse requested and was sent device information. Technical services explained that the device information for prescribers (ifp) manual does not contain reference to pregnancy and the manufacturer has not conducted testing of the device and pregnancy. The ob nurse stated urologist said the stimulator could have possibly caused the miscarriage. The ob¿s hcp (healthcare professional) stated miscarriage occurred on (B)(6) 2018 which was different than the patient¿s original account. The ob hcp was referred to the manufacturer¿s medical affairs department. Clarification from the ob's nurse on (B)(6) 2018 clarified that patient had an ultrasound on (B)(6) 2018 and the pregnancy was found to be not viable; patient was seen in the office (B)(6) 2018 and had miscarried by then. The patient¿s last menstrual cycle before pregnancy started (B)(6) 2018. Patient¿s chart at the ob office showed this was the patient¿s first pregnancy, and there was no previous miscarriage or underlying gynecological condition. Patient¿s other medical history showed: overactive bladder, chronic bladder pain, migraines. On (B)(6) 2018 the nurse from the ob office reported the device caused patient's miscarriage. No further complications were reported or are anticipated.

Manufacturer narrative:
Correction: the ob nurse report on (B)(6) 2018 was corrected/copied from the original report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 the nurse from the ob office stated that patient had a miscarriage and they think that the device caused this. No further complications were reported or are anticipated.